Event description:
Linked to cc#12432b back on 10/26/22 a baby had 2 PICC lines in 3 days and both were leaking. The rn stated the issue was a crack in the plastic hub as well and taking out a stylet that was jagged and pulling at the line when she was trying to remove it. I believe the lot number is 11388769. Unfortunately, the staff did not save the packaging just the actually PICC line.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One opened catheter was returned for review. Visual inspection confirmed a crack in the luer that would result in leakage. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 was initiated to address this issue. The CAPA is currently in the implementation phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Event description:
Linked to cc#: (B)(4) back on (B)(6) 2022. A baby had 2 PICC lines in 3 days and both were leaking. The rn stated the issue was a crack in the plastic hub as well and taking out a stylet that was jagged and pulling at the line when she was trying to remove it. I believe the lot number is 11388769. Unfortunately, the staff did not save the packaging just the actually PICC line.

Manufacturer narrative:
Sample is indicated as available for return. As of the date of this report, sample has not been returned. A follow-up report will be submitted once the sample has been received and reviewed.